Event description:
Customer reports that while examining a baby, a physician found a stiff, black, hair-like item protruding from the baby. Customer was not able to confirm if this item came from the diaper. No adverse pt outcome was reported as a result of this incident. Distributor cannot determine whether product involved in this report caused or contributed to the reported incident.